Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the monopolar energy was not working. The customer tried a different monopolar instrument cord and a permanent cautery hook (pch) instrument. The customer power-cycled the system and integrated electrosurgical unit (iesu) before calling. The surgeon reported that very little energy was coming from the pch instrument during activation. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse suggested the customer try a third pch instrument. The monopolar sound was activated, but very little energy at the tip of the instrument was observed. The caller was to find an energy activation cable and tried to use a covidien generator but decided to get the vision side cart (vsc) from another system. The customer converted the procedure to another da vinci. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis could not reproduce the reported issue. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the failure analysis.